Manufacturer narrative:
This supplemental report is being filed to correct the field b5. Describe event or problem and f10. Device codes.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code and therapy was off. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. To date, this device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code and therapy was off. Technical services consultant recommended replacement. This s-ICD remains in service. No additional adverse patient effects were reported.